Event description:
It was reported that after intravascular ultrasound (ivus) was performed, a stent [promus] was implanted w/o pre-dilatation. Then a 3.25 x 12 mm voyager nc balloon catheter was used for post-dilatation, but pressure decreased at 16 atmospheres during the first inflation. The balloon rupture was confirmed after the device was outside of anatomy. No adverse event to the pt. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, weak materials, excessively applied pressure, or interactions with accessory devices, pt anatomy, and/or lesion calcification or tortuosity. There was not report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the voyager nc was used to post dilatate a stent, which could have contributed to the balloon rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or pt anatomy, such that the balloon ruptured upon the first inflation which is below the rated burst pressure (rbp). A review of the product mfg records did not reveal any non-conforming material records associated with this event. There is no indication of a lot specific product quality deficiency. In this case, w/o the product to examine, a definitive cause for the reported balloon rupture cannot be determined.